Event description:
A malfunction in the tandem pump was reported by the caller, indicated by malfunction code 199, and confirmed by tandem technical support. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Tandem technical support resolved the issue by arranging to send a replacement pump with updated software to the customer, who was advised on the necessary steps before returning the malfunctioning pump. The customer acknowledged and understood all instructions from the support team.